Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that the device was beeping and had a black circle on screen. Customer was advised to remove the battery for 30 minutes and then reinsert it. The customer called back and stated that the alarm is reoccurring. Blood glucose value was 191 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected beeps or black circle on the screen noted. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.